Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported experiencing ongoing issues with air bubbles. Customer believes that the insulin pump is causing the air bubbles and they experienced blood glucose readings of 253 mg/dl. Customer was forced to change her site and correct. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.